Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to unavailable sample. The results of a batch review revealed no issues during the manufacturing process and no deviations from standard procedure. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted global technical service (gts) and reported a low drain volume alarm that appeared on the homechoice (hc) during the initial drain. The caregiver (cg) stated there was air in the patient line. Gts assisted the cg in ending therapy. The cg would restart with new supplies. Product surveillance spoke with the cg on (B)(6) 2011 regarding the air in patient line. According to the cg, he didn't know what happened, however, there were little air bubbles in the patient line. The cg did not see anything unusual with the supplies. The cg said the home patient has resumed therapy and they notified their nurse of the issue. No patient injury or medical intervention was reported.